Event description:
The health care professional complained of multiple instances of the extension locking mechanism not locating positively and springing open. It was not clear if the mechanism had locked or not. The extension was able to be implanted. The patient was not injured and recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).